Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported in (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history. The pod was then deactivated and the cannula looks like it was kinked. He was able to activate a new pod.